Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that years after an intraocular lens (iol) procedure, a patient was having an unrelated epi-retinal membrane vitrectomy procedure and the surgeon noticed a slight opacification of the lens after the surgery. There has been no treatment or medical interventions. Additional information has been requested.